Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the leads. Device reprogramming was attempted, however, the issue did not resolve. The patient underwent a revision procedure to replace the leads. The patient had post operative pain but is expected to fully recover.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5152419.

Manufacturer narrative:
Model number sc-2317-50, serial number (B)(6). Visual and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Model number sc-2317-50, serial number (B)(6). Visual and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and all the cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the leads. Device reprogramming was attempted, however, the issue did not resolve. The patient underwent a revision procedure to replace the leads. The patient had post operative pain but is expected to fully recover.